Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist remotely accessed the device, examined the event viewer, and confirmed any recent events. This was likely due to a sudden power issue or a crash, although the application was functioning. The system had rebooted without shutting down cleanly first. This error could have been caused if the system had stopped responding, crashed, or lost power unexpectedly. A tss checked the medapp log for recent dates and identified any power failure events, subsequently rebooting the station. A tss confirmed that multiple users were utilizing the station and conducting transactions without any issues upon remote access, and no problems were observed at that time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rebooted by itself in the middle of a transaction. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.